Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect due to customer not adjusting the date when the pump was received. There was no reported impact to the customer's blood glucose. Reportedly, the customer corrected the pump date and resumed insulin delivery.